Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. Customer did not know if blood glucose levels were impacted.

Manufacturer narrative:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. There was no impact to customers' blood glucose level. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater. Pt is (B)(6) old.